Event description:
It was reported that there was an interlock alarm. No patient involvement.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information was received. (Updated b5) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email (B)(6)2022. No patient involvement. The event was reported (B)(6)2022.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. The device was received with worn enclosure, residue build up in return tube and in water tank, and damaged mount block assy. No evidence of the issue was found in the event history log due to the issue of constant alarm with no display. The reported complaint was verified. The interlock alarm sounded once powered on. The reported problem was due to the damaged mount block assay on the air detector. For corrective action the mount block assay was removed and replaced. The root cause was traced to user interface/customer damage. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.